Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife called and reported that customer got hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 31 mg/dl at the time of the incident. The customer was given glucose tablets to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The auto mode on the insulin pump was not active and automatically adjusting insulin delivery during the event. The customer got a post-reset ram crc alarm and power loss alarms which were resolved. The customer may have over bloused causing the low. Troubleshooting was completed and no issues were found. The customer states they go high every thursday and friday. The insulin pump will not be returned for analysis.